Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, when the distributor did incoming goods checking, there was one package of matrix midface screws with no device in the packaging. The package was still sealed and intact. There was no patient involvement. This report is for a titanium (ti) matrixmidface screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device in packaging. It was reported that when the distributor did incoming goods checking, noted one good with not device in packaging. Did not open the packaging, this event is not related to hospital. There were not adverse consequences to the patient. No additional information could be provided. This complaint involves (1) device. Catalog # 04.503.225.04c / h612086. As received: package was returned for evaluation and examined. There are not screws inside package. Package was sealed and no holes were visible in package. Package has the correct lot and part number. Received bag was measured against the drawing and (1.98¿x4.95¿) it meets specification. The product review supports the complainant¿s description of the complaint condition therefore this is a confirmed compliant. A review of the manufacturing history for this part does show a count discrepancy at the packaging step. This could indicate that one package in the lot could potentially be empty and the operator would be responsible to review that package for this condition. The cause of the complaint condition would be determined as operator error in which the operator did not thoroughly review the packages during the processing of this lot. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument, manufacture date: 11-apr-2018, part number: 04.503.225.04, ti matrixmidface screw self-drilling 5mm, lot number: h612086. A discrepancy was identified during this review that could, potentially, have contributed to the reported complaint condition of ¿no device in packaging¿. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.